Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 3 pen ndl 32g 4mm 100bx 1200 USA were damaged with damaged packaging. The following was reported by the initial reporter: "it was reported that 3 pen needles were missing outer covers, tear drop labels, and inner shields which caused a needle stick. Verbatim: from (B)(4): consumer reported that there were 3 pen needles inside of the box without covers or tear drop labels and she stuck her finger as she reached into the box. Consumer also stated that her husband was als stuck by a needle in the same box that was without covers. See case file (B)(4) for original complaint. Replacement product voucher is being sent on original file. Lot #: 0043788. Catalog #: 320122. Date of event: 12-14-20. Samples: discarded . Consumer reported that there were 3 pen needles inside of the box without covers or tear drop labels and she stuck her finger as she reached into the boxes.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 pen ndl 32g 4mm 100bx 1200 USA were damaged with damaged packaging. The following was reported by the initial reporter: "it was reported that 3 pen needles were missing outer covers, tear drop labels, and inner shields which caused a needle stick. Verbatim: from(B)(4): consumer reported that there were 3 pen needles inside of the box without covers or tear drop labels and she stuck her finger as she reached into the box. Consumer also stated that her husband was als stuck by a needle in the same box that was without covers. See case file (B)(4) for original complaint. Replacement product voucher is being sent on original file. Lot #: 0043788, catalog #: 320122, date of event: 12-14-20, samples: discarded. Consumer reported that there were 3 pen needles inside of the box without covers or tear drop labels and she stuck her finger as she reached into the boxes."